Event description:
Pt was originally implanted following a motor vehicle accident at level c6-c7. The pt underwent physical therapy for approximately 6 months. At that time, the surgeon decided to revise the pt because the instability in that region of the spine was too much to overcome. The surgeon removed the prodisc-c and revised the pt to fusion.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn. Product has not been returned, investigation is ongoing.